Manufacturer narrative:
Manufacturer's investigation conclusions: analysis of the submitted log files confirmed a brief pump stop and associated alarms; however, a direct correlation between this finding and (B)(6) could not be conclusively established through this evaluation. As an additional observation, one brief low flow hazard alarm was confirmed through review of the submitted log files. A specific cause for this finding could not be conclusively determined through this evaluation. A low voltage event, brief pump stop, and associated alarms were captured in the submitted log files. As an additional observation, one brief low flow hazard alarm was captured on day 528, hour 14, minute 51. Estimated flow was captured at 2.4 lpm for this event. Excluding this event and the pump stop events, estimated flow ranged from 2.5-3.7 lpm. It should be noted that the fixed speed and low speed limit were both set to 8000 rpm; however, no additional low speed advisory or hazard alarms were captured. The hmii lvas IFU outlines alarms and how to respond to them, including low flow hazard alarms and pump stops. The IFU addresses assessing pump flow, and states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas patient handbook lists all system controller warning lights and sounds and the appropriate actions associated with them. This document also contains important warnings related to pump stops. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year an 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient observed low voltage and low flow hazard alarms on the system controller. A pump stop occurred due to the system controller losing power. The patient¿s epc system controller was replaced, and no further alarms observed after changing out the epc and batteries, and thus no special treatments are planned. No additional information was provided.